Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a spinning spiros® closed male luer, red cap where it was reported ¿patient attended the day unit as his pump had been leaking over night. On inspection the chemotherapy pump wasn't connected to his PICC line and had been leaking out chemotherapy. No harm was reported.